Manufacturer narrative:
Continuation of d10: other relevant device(s) are: product ID: b i71000442r. Product ID: bi71000192. H3 - a manufacturer representative went to the site to service the system. Replaced the rotor tractor drive motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that  the rotor would stop randomly when doing a spin. There was no patient involvement.

Manufacturer narrative:
H3,h6: the drive rotor tractor was returned to the manufacturer for analysis. Analysis found that they confirmed reported complaint, tested the rotor drive assembly with motion cart, the motor would intermittently lock went forward or backwards. Faulty rotor tractor drive assembly and applicable codes are b01, c07, d02. The gantry motor controller part was returned new because it wasn't replaced and the applicable codes are b01, c19, d14. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, serial/lot #: (B)(6). Rev. K. Product ID: bi71000442, serial/lot #: (B)(6), updated g code as g04035. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.